Event description:
It has been reported to philips that, system was not possible to power on. System was not in use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be powered on and there was no power supply to the system. Upon functional testing, fse found that the fuse f10 main power distribution unit (mpdu)-1 a was blown and mpd control unit was malfunctioning. The fse replaced mpd control unit and spare fuses. After replacement of the mpd control unit and spare fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.